Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qc) for hcg were within acceptable range, before and after the event occurrence. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the error log and found multiple errors associated with aborted segments and heterogeneous module (hm) failed cuvette qc. The cse confirmed the proper functioning of barcode reading as the barcode misread could cause aborted segments. Following a discussion with the customer, it was identified that the customer had been removing samples from the instrument prior to all samples being complete, causing the aborted segments. The system also showed that the cuvette windows had not been cleaned, causing the hm cuvette qc errors. The cse discussed the correct procedure for removing samples from the system to prevent aborted samples/segments with the customer. During the follow-up visit, the cse cleaned the cuvette windows and reagent probe 2 drain and then primed the drain. The cse performed a system check and verified qc. As per the dimension exl operator's guide, the results flagged with high 'a' error indicate that the absorbance at the measurement wavelength was higher that the limit set in the system software for that assay. Manually dilute the sample and rerun the assay. Make the smallest dilution possible to bring the result down into the assay range." The customer has been informed to follow the instructions when the results are flagged with high 'a' error. The cse indicated that the errors associated with aborted segments and hm failed cuvette qc could have potentially led to high 'a' errors. The device is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00417 has been filed for the same event.

Event description:
The customer reported that low human chorionic gonadotropin (hcg) result flagged with high 'a' error was obtained on one patient sample on a dimension exl 200 instrument. The flagged result was reported to the physician(s), who questioned it. The sample was repeated on an advia centaur xpt instrument, resulting higher and matching the clinical history and clinical presentation of the patient. The correct result from the advia centaur xpt instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the flagged hcg result being reported to the physician(s).